Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that the patient reported a feeling of coldness in the lumbar region, a problem that, according to the patient, they had not noticed before the surgery. The cause of the issue was not determined, but it was believed that it will be resolved by adjusting parameters during programming; this was planned for april 9th, when the patient will be at the doctor's office for programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an ins implanted in 2025. Despite multiple reprogramming attempts, the ins did not provide pain relief after the first 24 hours. The patient noted that even more alarming, it was causing a severe and constant feeling of cold ("thermal paresthesia"). The issue was not resolved.

Manufacturer narrative:
B3 and d6a: date inaccurate, only the year is valid. G2: the country of origin is brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient's spouse. It was reported that the patient continued to suffer from acute lumbar pain radiating to their left leg, deep numbness in their toes, and a constant, debilitating freezing sensation. Prior to the permanent implant, a trial was conducted with a temporary stimulator and during this trial period, the patient was completely pain-free and all other symptoms disappeared. This proved that the therapy was highly effective for their condition when properly calibrated. After the permanent implant, issues arose within a week. A successful adjustment was made at that time, which lasted for a while. They repeatedly asked the surgeon to request that the manufacturer send the specific programmer who performed that successful adjustment, but their requests were consistently ignored.